Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spacer block 254401014 small bal seal retaining lug has broken off.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states spacer block (B)(4) small bal seal retaining lug has broken off. The investigation confirmed the failure mode as reported. The device was reviewed by bioengineering and a report was received stating as there are a number of potential root causes that may result in this damage; the cause of the failure is unknown. Design review (B)(4) was completed in august 2016 which investigated possible design solutions to balseal post cracking. It was concluded that no design improvements, protective measures or information for safety could be implemented that would definitely reduce the risks without increasing or adding risks. The q1 2016 pms report ((B)(4)) identifies no safety signals and concludes no follow up actions are required for the attune spacer block. Without further information, the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received, the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.